Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the up, down, and ok buttons on their device were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/10/2013. Device evaluation:the pump has been returned and evaluated by product analysis on 08/21/2013with the following findings:there was no visible damage found to the keypad. The keypad buttons responded to button presses as expected. The keypad was removed and contamination was found under the contrast button key contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.